Manufacturer narrative:
The device was reported for infection. Analysis revealed no anomaly. A device history record (DHR) review was performed, and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient presented with infection. The implantable cardioverter-defibrillator was explanted. The patient was stable throughout.